Manufacturer narrative:
The site has declined to return the product to the manufacturer for analysis and has indicated that it will perform its' own internal product investigation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Review of the controller log files revealed power consumption within the normal operating range, as well as low flow alarms that correlate to the reported event. The exact cause of death was not reported. Investigations of complaints with similar circumstances were reviewed. Infections/sepsis, tamponade, respiratory, renal and hepatic dysfunction, re-operation, right ventricular failure, multi-organ failure and death are known potential complications associated with all patients implanted with vads and are multifactorial in etiology. Based on available information the root cause of the events as reported cannot be determined, but there is no evidence to suggest that a device malfunction caused or was a contributing factor. No additional information will be forthcoming.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately 16 days post implant, the patient expired following a complicated postoperative course of events. The patient had been experiencing low lvad flow alarms throughout support and was treated for right heart failure with the implant of a levitronix device eight days after lvad placement. The patient also underwent reoperation for cardiac tamponade, renal dysfunction that was treated with central veno-venous hemodialysis (cvvh) and sepsis. Despite all these interventions, the patient expired.